Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myelopathy in a male patient, currently (B)(6), who received super poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. Co-suspect product included fixodent. Approximately 30 years prior to reporting, the patient began using dentures. On unk dates, she used super poligrip and fixodent as denture adhesives. On an unk date, the patient was diagnosed with "hyperzincemia, hypocupremia and myelopathy attributable to super poligrip and fixodent." The patient "now suffers from profound and permanent neurological and other injuries attributable to his super poligrip and fixodent use." According to the claim, the patient was "unable to perform his normal, customary and daily activities." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).